Manufacturer narrative:
Catheter model 8709sc, (B)(4) implanted: unk, explanted: unk.

Event description:
Additional information: a volume discrepancy problem was reported, the actual residual volume (arv) was greater than the expected residual volume: arv: 18.5, erv: 9.8. Healthcare provider (hcp) had checked the logs and they looked normal. It was stated that this was patient's third pump and she was "always in pain because the device had not worked in two years". In addition to dilaudid reported previously morphine was also indicated as being infused via the device. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that patient was not getting the drug and was not having therapeutic benefit. It was stated that, at the last pump refill, around 18.5ml of the medication was aspirated from the pump, and the pump was only filled with 19ml. The patient was then sent for a pump study and a "yellow liquid was withdrawn from the secondary port". The yellow liquid was analyzed and per reporter it was indicated that "infection was present". The patient visited an infectious disease physician who "ruled out infection". It was further added that the healthcare provider (hcp) wanted to explant the pump for three weeks and then re-implant it; however, the patient wanted a second opinion. It was added that the patient was at home, "just lying on the couch deteriorating and needs help". It was later reported that the patient had a pump replacement due to a failure, though a specific malfunction was not alleged. It was also reported that the patient never had "pain", though it is possible that "pain" was meant to be "pain relief".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump replacement ((B)(6) 2010) there were return of symptoms and currently the "pain level was at a 10". On (B)(6) 2011, during a refill the nurse refilled pump and pulled out as much medication from the pump as was put in it at last refill. A pump study was performed on (B)(6) 2011 that showed the pump was working. No further intervention was done. The pt stated that she had a personal therapy mgr (ptm) but does not get pain relief even after getting a bolus. The drug infused via the pump was dilaudid. The pt was at home and was considering hcp options. Add'l info has been requested, but was not available as of the date of this report.